Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history displayed incorrect data. Reportedly, the contact observed that the pump history had logged the entry of 407grams of carbohydrates and the contact believed the customer had not accidentally entered this value into the bolus setup screen. Tandem technical support guided the contact through entering a test bolus using a test carbohydrate value and the correct information was logged into the pump history. The customer's blood glucose level was 475mg/dl.